Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The issue could not be determined because the patient reported a past event and no troubleshooting was possible. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was high (specific value unknown). The patient treated with correction bolus via pump. The patient replaced infusion set and resumed insulin delivery. No further information available.